Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) of 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient had an infection at the midline back incision site. Symptom of swelling was noted at the site. The infection was not device or procedure related. It was believed that a nasal surgery might have caused the infection and bacteria was disrupted in the body. The patient was placed on antibiotics and underwent an explant procedure. The explanted leads were not returned.